Event description:
A penile prosthesis was implanted, product type and details not indicated. On 8/19/96 the penile prosthesis was removed from the pt due to infection-penile scrotal. Co has requested add'l info.